Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as a stomach ache and a fast pace heart. The customer was treated with a manual injection. The customer stated that their insulin pump was not delivering insulin. The customer declined checking for air bubbles. The customer did not troubleshoot and did not send the product back for analysis. The customer hung up the phone before the issue was resolved.